Manufacturer narrative:
Result - fowler cable.

Event description:
It was reported by service report that the fowler would drift up and the fowler cylinder was leaking oil onto the floor. It is unknown if there was patient involvement or if there are adverse consequences to report.